Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr resurfacing - right. Reason(s) for revision - high metal ions. Update (B)(6) 2017: surgeon confirmation form and claimsute received. In addition to what was previously alleged, claimsuite also alleges alval / soft tissue reaction. Added new complainant information. This complaint was updated on: nov 09, 2017.

Manufacturer narrative:
Additional narrative: asr revision asr resurfacing - right reason(s) for revision - high metal ions update nov 8 and 9, 2017: surgeon confirmation form and claimsute received. In addition to what was previously alleged, claimsuite also alleges alval / soft tissue reaction. Added new complainant information. This complaint was updated on: nov 09, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.